Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
A finetuner echo was returned to service and repair due to no function. To date, no injury has been reported.

Event description:
A finetuner echo was returned to service and repair due to no function. No injury has been reported.

Manufacturer narrative:
Conclusion: according the information received, a finetuner echo was sent to service _ repair due to not functioning. During device investigation a failed capacitor was detected which was clearly the reason for the reported issue. No injury was reported. This is a final report.